Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) about a month ago and was suspected to have premature battery depletion (pbd). During the revision procedure, it was discovered that the device was programmed at a high output due to increased pacing threshold measurements on the right atrial (ra) lead. The ICD was explanted and was replaced with a new one. This ICD was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.